Manufacturer narrative:
Combination product: yes.-

Event description:
During routine follow-up, the patient brought an old holter monitoring result, where the doctor saw some rhythm pauses. She has altered sensing from auto to 4.5mv. The doctor asked for another holter monitoring and again saw some pauses and loss of capture in the ventricle and also reported the patient had threshold rising and r wave being lowered. This lead was abandoned due to fracture.

Manufacturer narrative:
Combination product: yes. The ipg and the lead under complaint were not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ipg and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. During the follow-up on may 23rd, 2024 at 10:53 h, a rv pacing threshold test in ddd mode was performed. During the test noise was detected in the rv channel, which led to an extension of the base interval. Based on this observation, it is probable that noise signals may also be the cause of the reported pauses. Furthermore, the data documents a relatively high rv pacing threshold (1.7v) and the capture control algorithm was unable to measure a valid threshold several times. Despite, lead impedance trends show no peculiarities. Based on the information available for analysis, there is no indication of a pacemaker malfunction. However, a damage or dislodgement of the rv lead cannot be excluded. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ipg and the lead. The analysis of the available device data showed no indication of an ipg malfunction. The integrity of the lead cannot be assured.